Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump touchscreen had a delayed response. Additionally, the wake button had a delayed response. Customer's blood glucose was 170 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.